Event description:
It was reported that during a hemorrhoidopexy procedure, it was extremely hard to fire the device. Procedure was completed with same like product. No patient consequences reported. Procedure was prolonged by three minutes.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device a batch# j5f48j, expiration date: 12/17/2016, manufacturing date: 1/17/2012. Device c batch# j5f619, expiration date: 12/19/2016, manufacturing date: 1/19/2012. Three devices (a-b) were returned for analysis. All devices were received in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices had achieved a full firing stroke. The devices were reloaded with staples and tested for functionality in hi-b and low-b with a test washer. All the devices fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.